Event description:
Patient was revised to address poly wear. Update received 1/26/15- clinical report states patient was revised to address osteolysis. Complaint was updated on 1/28/15. Update rec¿d 01/13/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient was revised to address tibial and femoral components that were found to be too large. Upon revision the patient's patellar implant was found to be slightly baja and had a wear groove. Also noted, the patient had a large defect in the lateral metaphyseal area of the tibia and minimal wear-type synovitis. At this time the patient's femoral and tibial components are being added to the complaint. The complaint was updated on: 02/11/2015.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: the device associated with this report was not returned. Review of supplied patient medical records and x-rays was unable to determine if the complaint is product related. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).